Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Pain: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Additional observations: observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional later reported "lumps" and "pain". The device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional later reported "lumps" and "pain". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.